Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: air/water cylinder had no color, suction cylinder had no color, due to wear of angle wire, the play of upward/downward knob was out of the standard value, the cover of light guide bundle was damaged, probe cover had a scratch, adhesive around objective lens had discoloration, adhesive around light guide lens had discoloration, and universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera iii gastrointestinal videoscope for annual inspection. During device evaluation at olympus, it was found that the adhesive on the bending section cover had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. The customer does not know what the foreign material is. There was no delay to the start of pre-cleaning and no abnormalities in the accessories used for reprocessing. It was further noted that reprocessing was performed accoring to the instructions for use (IFU). Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the IFU. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.